Manufacturer narrative:
The reported issue was investigated but cannot be conclusively confirmed at this time as the device was not returned. The root cause remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the procedure, following the deployment of the sensor, when removing the delivery catheter and guidewire, the proximal loop of the sensor was pulled and the sensor pulled back. The sensor then floated back into the main pulmonary artery and was then bumped with a swan balloon back into the target vessel. The sensor was then able to be calibrated and a reading was able to be taken successfully. The catheter was discarded following the procedure. The physician alleged a clinically significant delay due to the issue. There were no adverse consequences to the patient.